Manufacturer narrative:
(B)(4). Device manufactured date: 02/14/2016 to 02/21/2016. One actual sample and one companion sample were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified the presence of iodine in both samples. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap's sponge was dry. The patient stated that the sponge was slightly red but that there was no moisture in the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.